Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, only the proximal lead segment (120 mm in length) was received for analysis. Visual observation revealed a lead on lead insulation abrasion at three lead areas: 73-76, 83-110 and 83-108 mm from the terminal pin. No further analysis was performed.

Event description:
Boston scientific received information that during a device replacement procedure, this atrial lead was replaced. There was concern that this chronic lead may have an impedance issue, however no out of range measurements were reported. No adverse patient effects were reported.